Event description:
Per info received, a 31ms valve was implanted for 3 mos and was being explanted for paravalvular leak (rts-162) and replaced with the above-mentioned valve. After the valve was implanted, a tee was performed and showed significant regurgitation at the pivot guard areas. The pt was reopened and put back on bypass. It was noted that the leaflets functioned normally. The valve was explanted and replaced with a carbomedics valve. The pt died on 03/06/2000. The surgeon stated the pt's death was not valve-related and that the pt had severe medical conditions.